Manufacturer narrative:
The reported event that cannulated compression screw was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much applied force during use (possible complication during screw insertion). The device inspection revealed the following: the blue ring is completely dislodged from the yellow screw body. Note that both parts actually snapped together again in position after tampering with both parts. As they were again in their original position, the screw was fully functional again. The inner hex of either parts are slightly used but still intact. Test with an appropriate screwdriver proved that as well. Note that we were not able to get them separated again, this gives as a clear indication though that far too much mechanical force had been applied during screw insertion (possible complication during screw insertion). A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The drilling with corresponding wick was performed and when the screw was introduced up to the proximal thread the compression system failed. Then the screw was removed leaving the proximal head separate from the screw. Stryker instrument technique was used for that cx.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The drilling with corresponding wick was performed and when the screw was introduced up to the proximal thread, the compression system failed. Then the screw was removed leaving the proximal head separate from the screw. Stryker instrument technique was used for that cx.